Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 of the bd safetyglide¿ needle were blocked. The following information was provided by the initial reporter: the needle or hub have a blockage, unable to draw or inject. Out of 50, 6 experienced the issue.

Event description:
Additional information: event date provided of 14sep2023.

Manufacturer narrative:
Pr 8931008 - follow up MDR for device evaluation. It was reported the needle or hub has a blockage. To aid in the investigation, six samples in opened packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was connected to a syringe with saline solution. Five samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 306616, lot 1333404. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 1333404 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer could is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.